Event description:
(B)(6) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with tricuspid regurgitation (tr) grade 4. Two triclips were successfully implanted, reducing the tr to mild grade 1. On (B)(6) 2024, the central as clip appeared canted with torrential tr. There was no obvious detachment. On (B)(6) 2025, the patient was admitted to the hospital with heart failure and fatigue. Medications were provided. Per physician, the recurrent regurgitation as unrelated to the index procedure clips. That day, another triclip procedure was performed. Two triclips were implanted, reducing the tr to from torrential to severe. This was considered a slight reduction. There was no device malfunction, and no injury associated with the second procedure clips. There was no complaint against the second procedure clips.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with tricuspid regurgitation (tr) grade 4. Two triclips ((tcds0303-xtw, 30524r1006 implanted mid anterior-septal (as) and tcds0303-xt, 20922r1003 ¿ implanted central as)) were successfully implanted, reducing the tr to mild grade 1. On (B)(6) 2024, the central as clip appeared canted with torrential tr. There was no obvious detachment. On (B)(6) 2025, the patient was admitted to the hospital with heart failure and fatigue. Medications were provided. Per physician, the recurrent regurgitation as unrelated to the index procedure clips. That day, another triclip procedure was performed. Two triclips were implanted, reducing the tr to from torrential to severe. This was considered a slight reduction. There was no device malfunction, and no injury associated with the second procedure clips. There was no complaint against the second procedure clips. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported recurrent tr seems to be a cascading event of the reported partial clip movement. The cause of the reported fatigue and heart failure were unable to be determined. The reported patient effects of tricuspid regurgitation and heart failure, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization, medication required, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.